Event description:
Caller reported a minimum fill notification and their blood glucose level exceeded 500 mg/dl; however, the specific value was not known as it displayed as "high." The customer addressed the high blood glucose level by administering a correction bolus via the pump, and there was no need for third-party assistance. The caller successfully loaded a new cartridge onto the pump and was able to resume insulin delivery.